Event description:
Health care professional reported a left side deflation.the device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify a striated edge posterior . And also identify sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated edge opening on posterior side assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Health care professional reported a left side deflation.the device has been explanted and replaced.